Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fall. It was also noted that both the right atrial (ra) lead and right ventricular (rv) lead were undersensing. Both leads remains in use. No further patient complications have been reported as a result of this event.